Manufacturer narrative:
Device evaluation summary: visual and optical inspection revealed the instrument was returned with the ibt stuck in the cannula. The balloon of the ibt has been punctured/torn and overlapping the cannula. In its current state it is not able to be pulled back through the cannula. The ibt is made to deflate and pass through the cannula once used. It appears the ibt was punctured with a possible bone spur in the vertebral body causing the balloon to tear and deflate improperly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient medical history: osteoporosis pre-operative diagnosis for this procedure: primary osteoporosis with compression fractures at t12, l1, and l2 vertebral bodies levels implanted: t12, l1, l2 it was reported that on (B)(6) 2018, intra-op, ibt (inflatable bone tamp) ruptured at 402 psi and 2cc after coming in contact with a bone shard. The deflated ibt was unable to be pulled back through the cannula. The doctor had to pull out entire trocar and re-access the bone. There was a delay of 5 minutes in overall procedure time; however, the procedure was completed successfully with a new product. No patient complications were reported.